Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of insertion tube. In regard to the component failure of insertion tube, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid arthroscope had a broken distal end of the insertion tube, and a component failure of insertion tube. There was no patient involvement.